Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation. Associated MDR reports: 8030665-2013-00948, 00949, 00950, 00951 and 00952.

Event description:
A nurse reported a fluid leak from the catheter extension set. The leak occurred during fill. The pt continued to finish treatment. Prophylactic vancomycin, gentamycin and ceftazidime were administered. The patient's effluent remained clear.